Event description:
It was reported that an artificial urinary sphincter (aus) was implanted after the patient developed urinary incontinence, which was believed to be related to prior greenlight laser therapy following radiation treatment. Although the aus provided some relief, the patient continued to experience occasional leakage and discomfort. It was questioned whether a smaller cuff or pressure-regulating balloon might improve continence. The patient was scheduled for a device evaluation and cystoscopy with his physician. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.